Event description:
The customer reported being hospitalized for cardiac problems and high blood glucose of 445mg/dl. Troubleshooting was performed. The programming of the insulin pump did not match to daily totals. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.